Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to firmly press the center of the button while providing support, and the pump eventually functioned as intended.